Manufacturer narrative:
Additional information was added to h6 and h10 h10: the actual device was not available; however, three photographs of the sample was provided for evaluation. During visual inspection of the provided photos, blood was visible on the blood side and no blood could be seen on the dialysate side. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 500 dialyzer and a non baxter dialysis machine, an internal blood leak was noticed when patient was finishing second hour of dialysis treatment. A broken membrane was also noticed in the lower side of the filter. External solution was also leaking at the back of the machine (baxter machine), the machine didn¿t alarm any pressure issue or flow change. The doctor ordered immediate patient disconnection without blood restitution due to contamination risk throughout the circuit. The nephrologist recommended to take hemoglobin and finish the treatment. Blood loss was approximately 300ml, the patient's blood pressure (bp) was 98/50 mmhg and 1000cc of 0.9% sodium chloride was administrated per medical order. The bp increased to 115/78 mmhg and the patient was asymptomatic. No additional information is available.